Event description:
It was reported at the patient¿s follow-up visit, just over a month post implant, that the patient said they could feel electrical pulses when laying on their left side at night. The patient stated that it was not painful, and just wanted to make the nurse aware and ensure there was no issue that needed to be corrected. It was also reported that the right ventricular (rv) lead¿s pacing threshold had risen. It was noted that when the lead was in unipolar they could not gain capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg implanted: (B)(6) 2014. (B)(4).